Event description:
It was reported that while implanting va lcp plate, the most ulnar hole was stripped. Surgeon used guide block to drill and measured for va locking screw, then implanted the screw without tightening. X-ray was used to verify position of the screw. Surgeon opted to remove that screw and use the variable angle option. When implanting the screw again the surgeon was unable to lock it into the plate. Surgeon then used a second screw but was also unable to lock into plate. It is reported that the plate was then removed and replaced with another plate. Procedure was completed with no further problem and no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation revealed that the plate was in overall good condition, however there seems to be some damage to the threads of the most distal ulnar hole. While it was noted in the complaint that the screw was not tightened, the damage to the threads of the hole indicate that it was locked in place to some extent. Since it is impossible to tell to what extent the screw was tightened and locked in the plate, this complaint is deemed indeterminate. The relevant dimensions of the affected locking thread can not be verified anymore as the thread is completely stripped. This damage had the effect that a locking screw could not be locked anymore. The exact cause can not be defined anymore. The anodization layer is worn away at the stripped thread, which indicates that this damage was caused post-manufacturing, possibly during the mentioned first insertion and removal of a locking screw. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.